Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 70% stenosed and was moderately tortuous. The balloon was inflated two times at 20 atmospheres for 30 seconds respectively, however, during second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning approximately 11mm distal of the proximal markerband and extending approximately 45mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was 70% stenosed and was moderately tortuous. The balloon was inflated two times at 20 atmospheres for 30 seconds respectively, however, during second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.